Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. However, initiating therapy prior to connecting to the device is a known cause of the reported problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in the tubing of a homechoice automated pd set with cassette. This occurred while the patient was connected for the initial drain cycle of automated peritoneal dialysis therapy. The customer reported that they pressed go prior to connecting the machine to the patient. The technical services representative advised the patient care giver to start the patient's therapy over with all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.